Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found over-torque of the inner coil and consistent with procedural damage. The damage noted to returned lead was consistent with occurring at the time of procedural.

Event description:
It was during implant that device interrogation revealed failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.